Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a frayed guidewire is confirmed; however, the exact cause is unknown. One video of a guidewire was returned for evaluation. The guidewire appeared uncoiled at one end of the device with tighter coils on either end of the unraveled coils. A sharp bend was observed along the guidewire in the returned video. The guidewire appeared to be next to a microintroducer in a tray. The opposite end of the guidewire from the uncoiled region was observed to be next to the microintroducer, and the weld tip was observable along the opposite end of guidewire from the unraveled coils. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. Possible causes of failure include pulling the guidewire back against a needle or other device, failure involving a manufacturing deficiency, or other unknown clinical causes. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that 1 case found guidewire disassembled during use. No further details provided.